Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the peritonitis was unknown. The treatment for the peritonitis and actions taken with pd therapy were not reported. The patient was reported to not have recovered from the peritonitis. No additional information is available.